Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek otw pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned in three sections. A break in the inner was confirmed within the outer 825mm from the strain relief in one section. A detachment was also confirmed, the outer was detached at its connection to the balloon proximal bond, a kink was noted 20mm from the connection end to proximal bond point. The second section comprised of a severely stretched section of the inner. It measured 520mm. The third section comprised of the distal tip and balloon. The sleeve was present on the balloon and partially removed by approx 35mm. It was squashed and damaged towards proximal end. The shipping mandrel (and the eyelet) was present within the sleeve 40mm from the sleeve distal end. The result of the investigation is confirmed for the reported break issue. The root cause for the reported difficulty to remove sleeve and balloon rupture issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the bantam alpha catheter was reviewed and contains the following information relevant to the reported event: indications: the bantam pta balloon catheters are intended for balloon dilatation of iliac, femoral, infra-popliteal, pedal and plantar arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Precautions: ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiry date: 02/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon wire allegedly came out along with the safety cover when opening the balloon and removing its safety cover. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek otw pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon wire allegedly came out along with the safety cover when opening the balloon and removing its safety cover. There was no patient contact.